Manufacturer narrative:
Philips received a complaint on the dfm100 indicating that the operational check failed, device did not show ECG from paddles. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the therapy port cable failure. The therapy port cable was replaced and device successfully passed all required tests. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 is experiencing undefined ECG issues. There was no reported patient involvement.